Event description:
During stimulation testing, the voltage would not increase to test sensory function so the procedure was cancelled.

Manufacturer narrative:
One neurotherm rf generator was received for evaluation. The generator was connected to an external power source and the generator powered on successfully. During stimulation testing in sensory mode the voltage didn't increase confirming the reported event. The stimulation board was replaced to resolve the reported issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abott specifications and procedures.